Event description:
It was reported that during a surgical procedure the customer experienced no control of the left arm immediately after an instrument change. The customer installed a clip applier instrument, an icon appeared, the instrument spun up and the customer pushed the instrument into use. When the surgeon attempted to take control of the instrument, the instrument would not respond. The customer performed another instrument change with a different clip applier instrument, with the same result. At this point, due to patient bleeding, the surgeon decided to convert the case and performed a sternotomy. Technical support was not called until after the case ws converted and finished.